Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted on an unknown date. According to the complainant, the stent did not expand quickly enough. Reportedly, stent expansion could take up to 24hrs given certain anatomy and where the bile, possibly infected is extremely viscous. In the physician¿s assessment, the delay of the stent to fully expand caused cholangitis leading to the patient¿s death on an unknown date.